Event description:
During the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle and distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8, d10 and h6 (medical device problem code). Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for the event of foreign material adhered inside of the nozzle, the foreign material could not be identified. It is possible that the foreign material remained because the reprocessing deviated from the instruction manual. A visual inspection confirmed that foreign material was attached inside the nozzle. It was also confirmed that there were no significant abnormalities such as deformations in the nozzle. A component analysis of this foreign material detected the components of protein, organic silicone, and hydroxide (iron rust). It is thought that the protein may be of pharmaceutical or human origin, and the organic silicone may be of pharmaceutical origin such as an antifoaming agent, but it was not possible to identify it. The cause of the remaining foreign material is presumed to be the accumulation of stain/chemical residue that could not be completely removed by reprocessing. It is also believed that the nozzle corroded due to this foreign material remaining inside the nozzle, which produced hydroxide (iron rust). Furthermore, from the information obtained in (B)(4), it is presumed that the facility did not send cleaning solution into the air/water supply channel during manual cleaning, and a deviation from the instructions for use was confirmed in the reprocessing procedure, which may have been the cause of the event. Based on the results of the investigation for the event of foreign material adhered to the distal end, the foreign material could not be identified. The root cause of the residual foreign material could not be identified. A visual inspection confirmed that a foreign material was attached to the distal end, including the objective lens surface. No significant scratches or other damage was found in the area where the foreign material was attached. A component analysis of the foreign material detected protein components. The protein may be of pharmaceutical or human origin but was not identified. The cause of the remaining foreign material is presumed to be the accumulation of dirt/chemical residue that could not be completely removed by reprocessing. In addition, from the information obtained in dl24309916-2, no clear deviation from the instructions for use was confirmed in the reprocessing procedure (distal end) at your facility, so the causal relationship between this event and reprocessing is unknown. Note that, since a deviation from the instructions for use was confirmed in the reprocessing procedure for the air/water supply channel in the event of the foreign material adhered inside of the nozzle, it is possible that the event occurred when water droplets containing stain inside the nozzle dried at the distal end. The event can be detected/prevented by following the instructions for use: prevention method is described in the reprocessing manual gif-1200n chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.